Manufacturer narrative:
The customer reported that the central nurse's station (cns) had communication loss for about 2 minutes. This unit is on telemetry and the biomedical engineer stated that the telemetry closet door was open. He is not sure if someone unplugged a device and then plugged it right back in. Everything has been operating normally since the event happened. Patients were being monitored, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had communication loss for about 2 minutes.